Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience hematoma after the implant procedure and the patient was hospitalized for an extra day. On (B)(6) 2018, the patient was hospitalized again and the hematoma was resolved. No other patient symptom was reported.